Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 4 months post implant of this 27mm aortic bioprosthetic valve, the valve was explanted and replaced with 25mm valve of the same model due to calcification. No additional adverse patient effects were reported.